Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the unit stopped phacoing during a procedure. The surgeon completed the procedure with the same system. There was no patient harm. Additional information was requested; however, the customer indicated that additional information is not available and noted no recurrences of the issue.

Manufacturer narrative:
Additional information has been provide in d.10, g.1, g.2, h.6 and h.10. The company service representative examined the system but was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).